Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, assisted in resetting the pump, and advised continuing use of the pump. The customer was instructed to call back if the malfunction code recurred, and they understood these instructions.